Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was programmed delivered an unexpected rate. In the review it was found that the pump was picking up programmed information via wi-fi from another hospital medication library. While nearly all of the medications in the system are similar, there may be some differences. In this situation it was for fentanyl. The directors found that another IV pump ¿brain¿ was picking up the library from another facility. There was patient involvement but no harm.